Event description:
A vns programming wand was returned for analysis without any allegations against its performance. Product analysis of the wand identified an intermittent conductor in the data serial cable, which caused communication problems. After a known good bench data serial cable was installed, the wand functioned per specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.